Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and found that the footswitch button was sticky and not functioning properly. The fse replaced the wired footswitch and rebooted the system, which resolved the issue and restored the system to proper working condition. The defective wired footswitch was returned for analysis, and result indicated it was very dirty, with paint damage, cable cuts, and a corroded connector. After replacement, the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.

Event description:
It was reported to philips that the system's footswitch was faulty, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.